Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had recurring power error detected alarms. The alarm was occurring every couple of hours. The customer¿s blood glucose was unknown. Troubleshooting was performed. The customer stated they had changed the battery but it did not resolve the issue. They were given a series of steps to perform after the call ends to resolve the issue. The device will not be returned for analysis.